Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-11118. The pt has two ipgs. It was reported the pt fell asleep with a heating pad which caused a second degree burn over the ipg site. Allegedly, the wound clinic verified the issue. The burn is slowly healing and looking better at this time. Both ipgs are being reported because it is unk which ipg site was burned.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.